Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bronchial stapling on a pulmonary segmentectomy, the surgeon was not able to press the green button and squeeze the handle making the firing impossible. Surgeon used another stapler to resolve the issue. There was no patient injury.